Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp microbore catheter extension set had a connection issue which subsequently leaked. During an unspecified pediatric patient infusion, the one-link was "not staying tight" when conned to a non-baxter catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. H10: the device was received for evaluation with an unknown device attached to the small bore two piece luer lock. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed; including clear passage and pressure testing, and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.